Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown 2.4mm cortical screw. Partial part number is 201.7xx. This partial part number corresponds with brand name 2.4mm cortex screw self-tapping (length unknown). A complete part number and a lot number were not provided for reporting. Additional device product code: hrs. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject device has been received and is currently undergoing investigation. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent the removal of a loose, 2.4mm cortical screw (201.7xx) on (B)(6) 2017. The patient initially had an open reduction internal fixation (orif) procedure of the calcaneus for a fracture on an unknown date and was implanted with one (1) 2.7mm variable angle (va) locking plate, one (1) 2.4mm cortical screw, and an unknown quantity of both cortical and locking screws. On an unknown date, the patient reported that a screw could be felt. An x-ray, date unknown, revealed that one of the 2.4mm cortical screws had loosened. It was reported that the patient was only numbed and not put under general anesthesia for the procedure. The loosened screw was easily removed and intact. The screw was not replaced. It was reported that the surgeon felt it would be more invasive to remove the entire construct and thus chose to remove only the one screw. The surgery was successfully completed without surgical delay and the patient status was reported as stable. Concomitant medical products: 2.7mm va-locking anterolateral calcaneal plate short 40mm right (part #02.211.410, lot #unknown, quantity 1), cortical screw (part #unknown, lot #unknown, quantity unknown), locking screw (part #unknown, lot #unknown, quantity unknown). This report is for one, unknown 2.4mm cortical screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.